Event description:
Boston scientific (bsc) crm received info that this dextrus lead had dislodged from the pt's ventricle right after implant. The physician elected to explant this lead, and utilize a competitive lead as the replacement. Implant, explant and event dates were not made available.